Manufacturer narrative:
An event of leak during flushing was reported. The device was returned to abbott for investigation. The investigation found that leakage occurred in between the extension tube and stopcock during flushing. The screw end of the extension tube was microscopically examined, and the extension tube was noted to be fractured. No other anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications prior to shipment. This includes inspection for damage during the packaging of the device in the tray and upon receipt of the part from the supplier. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported leak appears to be related to a fracture of the extension tube. The cause of the fracture of the extension tube could not be conclusively determined. It is possible the fracture was related to overtightening connection. However, this could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024 a 7f amplatzer trevisio intravascular delivery system (atv) was selected to implant a device. During preparation of the delivery system, there was leakage from the side of the tip tube part was observed when flashing the loader. Continuous drip border between the tube and the dial. The procedure was continued and completed. No health impact has been reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.